Event description:
The international customer reported the ventilator alarmed and restarted during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. Upon evaluation, the manufacturers service technician reported the power supply fan was observed as slow due to dust and was not able to cool the power supply, which likely resulted in the restart as reported. The service technician reported the fan was cleaned and the unit passed applicable testing and run-in without recurrence of the reported problem. The service technician performed final extended self testing to operating specifications.